Manufacturer narrative:
Review of the logfile for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows two successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with rainbow glare in both eyes ever since lasik treatment seven months ago. The patient stated the glare has gotten better over the last six months but it still there and bothersome. The patient does not have flap decentration or striae. The topography shows a well centered ablation. The patient has used topical tear drops and brimonidine drops with no improvement. The patient was referred for a second opinion. Additional information received states the patient is showing slight improvement with symptoms of rainbow glare. The patient will continue to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.